Event description:
115 days post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated one target lesion. Target lesion #1 was a de novo, 80% stenosed, mildly tortuous portion of the 1st obtuse marginal. The lesion was 2.25 mm in width, and 20 mm in length. The physician predilated the lesion prior to placing a 2.25 x 24mm taxus liberte stent. Residual stenosis was 0% post index procedure. The pt was discharged from the hosp one day post index procedure on aspirin and plavix. The site reported that on day 115 the pt experienced the tvr in the target lesion. The tvr was resolved by placing a cypher stent. Residual stenosis was 0% post procedure. The physician indicated there was a possible relationship between the taxus stent and the tvr. This product is similar to a marketed us device.